Event description:
Medtronic received information that charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). Sw 3.1e on the event date (B)(6), 2022. Customer returned pump for an alleged batteries are lasting less than expected. Pump passed stop current test, run current test, selftest, off no power and displacement test. No low battery alarm during testing. Pump received with normal operating current. Unit was monitored for 24 hours and function properly. No unexpected low battery alarm during testing. Pump history download using thds was successful. Confirmed battery related alarm on the event date: (B)(6) 2022 17:04:51 alarm #55 - alrm_bad_battery. Unable to confirm battery voltage on the event date due to corrupted history file. A47 alarms found on the history file which caused corrupted data. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: no cosmetic damage found. Not confirmed batteries are lasting less than expected. Pump passed all required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.